Event description:
It was reported intraoperatively that it was particularly difficult to remove the inner dilator and guidewire from the introducer. It was also reported that there was difficulty aspirating blood during the introducer procedure. The introducer was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The dilator of the delivery system introducer shaft was damaged. The delivery system introducer dilator orifice was cracked. The distal seal of the delivery system introducer was damaged. Visual analysis of the introducer was damaged during use. A test 0.035 guidewire was able to be backloaded into the shaft of the dilator with resistance. There was resistance while removing the dilator from the introducer, due to the distal seal being damage and the distal end of the dilator being bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.